Manufacturer narrative:
Section a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to june 3, 2026. Section d6a: if implanted; give date: unknown/information not provided. Section h3:the device was not returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the preloaded monofocal intraocular lens (iol), model diu225, into the patient¿s left eye, the patient was dissatisfied with the refractive outcome. The lens was explanted during a secondary surgical procedure and replaced with a lens of the same model with a 2.0-diopter difference. There was no knowledge of harm or adverse events. The explanted lens was discarded, and no additional information was provided.